Event description:
Report received from (B)(6) stating that the device had a worn hose. The device was not being used during surgery. There were no injures or medical intervention reported. The dated of the event is unk. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).